Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the sensors were removed, there was no electrode. The customer's blood glucose level was unknown at the time of the incident. It was reported that after the reported sensors were inserted, the green light of the transmitter did not flash even though the transmitter was connected to the sensors. The device will be returned for analysis.